Manufacturer narrative:
An investigation is ongoing. A supplemental report will be submitted upon the completion of the investigation. (B)(4).

Event description:
A customer from (B)(6) alleged having an increased frequency of dual mutation detected results with the cobas egfr mutation test v2; specifically, 6 samples had dual mutation detected results where exon20ins mutation was one of the mutations detected. The samples were not repeat tested and therefore, false positive results were not confirmed. Review of the customer provided data showed 2 different reagent kit lots (g05117 and g18263) were used for the testing. The ex20ins mutation detected results had CT values near the limit of detection of the test (lod). No harm was alleged. The customer indicated if there are dual mutations detected with ex20ins, they would ignore ex20ins results and give treatment based on the other mutation. An investigation is ongoing.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).